Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assmed that the reported event was caused by poor contact between the endoscope and the device due to defect of the video connector of the device. There is possibility that the defect of the video connector was caused by aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Reportedly, there is a defect with the video cable connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a procedure, the endoscopic image was flickering. The procedure was completed. There was no report of patient injury associated with this event.